Event description:
The patient was suffering from a large pda (14mm) and hugely dilated main pulmonary artery (mpa). In 2006, the defect was balloon sized and the result was 16mm, and the physician used an 18mm asd device instead of a pda. After implanting the device, some flow was noted from the side of the device which the physician thought would subside. In 2005, a follow-up tee was performed and the flow has not subsided. On approx four and a half months after the original date, the patient returned to the hospital for patch closure on the pa side, the device remains implanted. The patient is doing fine.

Manufacturer narrative:
Aga medical received a cd with tee imaging in 09/2006, this cd will be forwarded for internal scientific review.